Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the handpiece cord caused an attached device to run by itself during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.